Event description:
Initially an 8 fr skater was inserted in the pt and was then replaced as a result of a pt complaint stating pain and continued difficulty breathing. There was a kink found in the 8 fr catheter. As a result, the 8 fr was changed to the 10 fr in question. The pt still continued to experience difficulties at which time a cardiovascular surgeon was consulted. The surgeon documented changing a connector using a cook pneumothorax tray which seemed to resolve the complaints of pain and difficulty breathing.

Manufacturer narrative:
The skater drainage catheter was used for pneumothorax/chest tube insertion. The 8 fr catheter was inserted and the pt experienced difficulty breathing and pain. A kink was noted in the 8 fr catheter. The 8 fr catheter was replaced with a 10 fr catheter. The pt continued to experience difficulties. The female/male adaptor was changed using a cook pneumothorax tray. The female/male adaptor is attached to the catheter after placement to activate the valve in the catheter. Once this was exchanged the reports of pain and difficulty breathing were resolved. No defects were noted on 10 fr catheter nor the purple hub by the customer. The device is unavailable for investigation. The lot number of the device used is unk; therefore a batch record review could not be completed for defects. A review of complaints for 24 months was conducted, and we have not received similar reports. Without review of the catheter and adaptor used we are unable to determine if the root cause of the defect reported is a product malfunction with either the catheter or the male/female adaptor.